Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 31 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced encephalopathy and had episodes of non-sustained ventricular tachycardia. There were no alarms and no device issues associated with the event. A log file analysis was requested. The manufacturer¿s technical services reported that the log file revealed no unusual events. The vad clinicians reported that the device operated as expected, however; possible device relation cannot be ruled out.